Event description:
A report was received that the patient was experiencing redness, swelling, and tenderness at the implant site due to a minor infection. The patient was prescribed oral antibiotics. Upon follow up the infection was not cleared and the patient was admitted to the hospital for observation. The patient was administered IV antibiotics at the hospital. The next course of action has not been determined.

Event description:
A report was received that the patient was experiencing redness, swelling, and tenderness at the implant site due to a minor infection. The patient was prescribed oral antibiotics. Upon follow up the infection was not cleared and the patient was admitted to the hospital for observation. The patient was administered IV antibiotics at the hospital. The patient underwent an explant procedure and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70, serial #s (B)(4), description: linear 3-4 lead 70cm; model # sc-4316, lot # 14793426, description: clik anchor. Additional information indicates that the infection had not cleared. The physician opened up the site and cleared it out, suturing it back up. However, the infection had come back at madeline incision. The symptoms were pus. The patient tested (B)(6)for (B)(6). The patient underwent an explant procedure and is reportedly doing well following the procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory. The explanted leads and click anchor were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.